Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert from the device. A check on the device revealed an alert for high impedance on the superior vena cava (svc) coil. The lead remains in use. No patient complications have been reported as a result of this event.